Event description:
An esbf2814c103ej stent graft and non-medtronic limbs were implanted during the endovascular treatment of an aaa. It was reported that a follow-up CT was taken 3.5 years later and showed that the proximal landing had almost disappeared due to aneurysm enlargement. It was noted that there was no ia endoleak observed. 6 weeks later a non-medtronic (gore) excluder cuff was implanted and extended to the proximal side as intervention. Per the physician the cause of the event is anatomy related. It was noted that a CT at the time of the initial evar indicated that the aortic neck was a reverse taper directly below the renal artery, and the neck was originally not healthy. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.